Event description:
Information received with return of the explanted device notes the inability to interrogate and no output with or without magnet application. The patient was not pacemaker dependent.